Event description:
The customer reported in an attempt to install the 12fr enteral feeding tube in the patient, when removing the guide wire, the nurse showed that the guide wire had positioned the probe, requiring removal and a new attempt to pass it. When removing the probe, it was observed that the tip radiopaque part of the device detached, becoming lodged in the patient's lung. An imaging exam was performed to confirm positioning.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported in an attempt to install the 12fr enteral feeding tube in the patient, when removing the guide wire, the nurse showed that the guide wire had positioned the probe, requiring removal and a new attempt to pass it. When removing the probe, it was observed that the tip radiopaque part of the device detached, becoming lodged in the patient's lung. An imaging exam was performed to confirm positioning. Per additional information provided by the customer on 10feb2025, the patient did not experience any signs, symptoms or conditions as a result of the tip becoming lodged in the lung at first. The tip was removed from the lung by a bronchoscopy carried out as soon as the detachment was identified.

Manufacturer narrative:
The device history records were reviewed and indicated that the products were released accomplishing all quality standards. There were no samples returned for evaluation; therefore, the affected device could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Manufacturer narrative:
Two unused sealed devices were received for investigation. The devices were inspected, and the reported condition was not observed. As such, a root cause could not be determined at this time. However, a corrective and preventative action has been opened to address the reported condition. We will continue to monitor related reports to determine if additional actions are necessary.